Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed question marks in fields in latitude nxt. Technical services (ts) was consulted and noted a patient data (pd) error, which is a benign telemetry error. All therapy settings were noted to be normal. Ts recommended at the time of next clinical evaluation to re-enter patient data and the data was entered during the next clinic visit. This s-ICD remains in service. No adverse patient effects were reported.